Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable cause could not be determined as the malfunctions were not duplicated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope had no image and received an unknown scope communication error code. The event occurred during preparation for use. There were no reports of patient involvement.